Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) could not enter a non-cordis catheter sheath introducer (csi) and could not be used. The atraumatic tip was still attached to the device after it failed to fully insert into the sheath, and 30 minutes of manual compression was performed to achieve hemostasis. There were no reported patient injuries or symptoms of distal flow occlusion. The device was being used for hemostasis during an interventional procedure. The femoral artery was used for access. The device was stored and prepped per the instructions for use (IFU). There was moderate calcification and moderate tortuosity at the access vessel. There were no damages to the mynx vcd prior to attempted insertion. The device is being returned. Addendum: product evaluation revealed a separation at the atraumatic tip of the mynx control vcd.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. This case is no longer considered reportable. Malfunction code of "mynx control atraumatic tip separated" no longer applies.

Event description:
As reported, a 6f/7f mynx control vascular closure device (vcd) could not enter a non-cordis catheter sheath introducer (csi) and could not be used. The atraumatic tip was still attached to the device after it failed to fully insert into the sheath, and 30 minutes of manual compression was performed to achieve hemostasis. There were no reported patient injuries or symptoms of distal flow occlusion. The device was being used for hemostasis during an interventional procedure. The femoral artery was used for access. The device was stored and prepped per the instructions for use (IFU). There was moderate calcification and moderate tortuosity at the access vessel. There were no damages to the mynx vcd prior to attempted insertion. The device is being returned.